Event description:
Customer's father called reporting his son's insulin pump is not working correctly. Customer's blood glucose is 81 mg/dl. The battery was replaced and there are no error alarms, but the numbers keep scrolling when customer enters his carbohydrates. The device was kept in an ice chest to keep it cold, but it fell in the water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However, insulin pump had moisture damage on keypad traces. No scrolling numbers noted on the display. Motor error alarmed during rewind due to corroded motor home switch. Moisture damage was noted on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.